Event description:
The advocate called for help with the customer's breeze2 meter. The advocate was aware the meter display was missing segments, but he was worried the customer may have misinterpreted readings. No adverse events were alleged. The meter is to be returned for evaluation. A new breeze2 meter was sent to the customer.